Manufacturer narrative:
Follow-up #1; date of submission: 8/26/2016. The device has been returned and evaluated by product analysis on 08/03/2016 with the following findings. Moisture visible in display. Pump opened and moisture damage found throughout pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. The battery compartment was damaged, the pump was exposed to salt water, and a temperature issue was alleged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.